Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged that no boluses were recorded after (B)(6) 2017, and two call service 006 alarms were received. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/19/2017 with the following findings: a review of the black box showed no call service 006 alarms in the pump histories. No boluses were found in the black box history or after (B)(6) 2017. The boluses that were performed during testing were accurately recorded in the pump histories. No alarms occurred during testing.